Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined not to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one venclose generator was received for evaluation. The generator was visually inspected upon receipt and was found to be in good physical condition; however, the air switch connector (aka foot pedal module) can rotate. The investigation has determined that this is a confirmed finding for a loose or intermittent connection. The generator was tested and did not activate on its own. Therefore, the investigation determined that self activation is unconfirmed. It is possible the issue was with the catheter. The catheter was not returned for evaluation. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. Expiration date: 03/2028. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an radiofrequency ablation procedure, the catheter allegedly activated without pressing the button. It was further reported that the patient allegedly felt pain from the heat of the catheter, for a few seconds. Reportedly, the generator was then stopped and a backup generator was used with that same catheter, and the procedure was completed successfully. There was no reported patient injury.

Event description:
It was reported that during an radiofrequency ablation procedure, the catheter allegedly started heating even though the button was not pressed. It was further reported that the patient allegedly felt burning for a second and physician stopped immediately so nothing needed to be done except swap out the catheter. The procedure was completed using another catheter. There was no reported patient injury.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2028). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined not to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: one venclose generator was received for evaluation. The generator was visually inspected upon receipt and was found to be in good physical condition; however, the air switch connector (aka foot pedal module) can rotate. The investigation has determined that this is a confirmed finding for a loose or intermittent connection. The generator was tested and did not activate on its own. Therefore, the investigation determined that self activation is unconfirmed. It is possible the issue was with the catheter. The catheter was not returned for evaluation. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an radiofrequency ablation procedure, the catheter allegedly activated without pressing the button. It was further reported that the patient allegedly felt pain from the heat of the catheter, for a few seconds. Reportedly, the generator was then stopped and a backup generator was used with that same catheter, and the procedure was completed successfully. There was no reported patient injury.